Event description:
It was reported the patient never had therapeutic effect. It was stated the patient still had not found a setting that gave them consistent sensation. It was noted when the patient turned their stimulation up one unit the patient would get shocked and then they didn¿t feel anything. It was stated the patient was at 2.0 volts and wanted to know more information about the different programs. It was noted the patient had no change in bladder control or bowel movement since they got the implant. It was reported they started the patient on program 2 and increased up to 2.5 volts with no change and then went to program 3 increasing from 0.5 volts to 2.0 volts.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0duue, implanted: (B)(6) 2013, product type lead; product ID 37092, lot# 423760001, product type accessory. (B)(4).